Manufacturer narrative:
Initial medwatch was submitted with a notification date of 01-feb-2017; however the correct notification date is 23-jan-2017.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the provisionals exhibit signs of repeated use and have a fragment from the anterior of the post feature fractured off. Fragment not returned. Device history record was reviewed and no discrepancies were found. Provisional top components and standard bottom components have been modified to prevent fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that two tibial articular surface provisionals were returned fractured.